Manufacturer narrative:
(B)(4).

Event description:
The customer reported that while doing a performance check on the ventilator the fio2 is monitoring 3% higher than set fio2. His calibrated analyzer certifier is reading 5% higher. He tried the air/o2 regulator balance calibration and it is still the same. No patient involvement.